Event description:
It was reported that during a supply change the pump initiated a piston rewind while the user remained connected via the infusion set and tubing, prompting guidance to disconnect and complete the change steps off-body; the supply change was then completed successfully, the user reconnected, tubing was filled appropriately, and 136 units of insulin remained available. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities and no medical intervention. Investigation included technical support troubleshooting and user education regarding proper off-body priming and cannula fill. Investigation of this case revealed that the device performed a normal rewind sequence and user was connected during priming, which is use-related. It was concluded that the device functioned as designed and the event was attributable to user technique, with risk mitigated through education.